Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-may-2018 with the following findings: the ok key was over responsive. The down, up and contrast keys were working. The ok button contact was cracked. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was under responsive. This report is made based on results of investigation completed on 10-may-2018.